Event description:
It was reported that port was implanted for approximately one month and catheter broke. Device was explanted. No reported pt complications.

Event description:
It was reported that port was implanted for approximately one month and catheter broke. Device was explanted. No reported patient complications.